Event description:
It was reported that during a ptca procedure, the balloon ruptured. The patient experienced ischemia and slow flow that quickly resolved on its own. Patient status is listed as "okay".